Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is experiences heating at the ipg pocket site when she recharges her ipg while sleeping. In addition, the patient stated she has fallen on multiple occasions on her ipg pocket site. As such, she is experiencing pain at the ipg site. The patient also has a bruise over the site due to the falls. It was noted the patient is experiencing unrelated health issues which may be causing the falls. Subsequently, the patent may undergo surgical intervention at a later date to address the reported issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention at which the ipg was explanted and replaced with a different model. The device was also relocated.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed effective therapy was restored following the procedure and the issue is resolved.